Event description:
Of note, following the deployment of stents, a cone-shaped opacity was noted just above the distal embolic protection basket. On examination of the stent deployment devices on the operating table, it was noted that the distal end of the supera stent deployment device was no longer intact.